Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be identified. However, it is likely that the power cannot be turned on due to failure of the power unit. Also, for the phenomenon front panel is blinking a cause could not determine. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center front panel was blinking. The customer observed the issue during routine maintenance. No patient or procedure was involved.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers allegation was not confirmed. The device evaluation and found the device is not powering on due to a defective power supply and corrosion was found on the cables. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.